Event description:
Boston scientific received information that this device system displayed noise, resulting in inappropriate anti-tachycardia pacing (atp). Additionally, increased right ventricular (rv) lead pacing impedance measurements greater than 2,000 ohms were observed. A revision procedure was performed and this device was explanted. During the procedure, it was noted that the distal (high voltage) set screw appeared to be popped up. No adverse patient effects were reported during the procedure. The device was returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that the rv lead was fully inserted based on the marking inside the lead barrel. All seal plugs were present, however, the df-1 minus seal plug was lifted and the df-1 minus set screw was missing. Further testing confirmed the device to pass all electrical testing.